Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. On an unknown date in (B)(6) 2025, a postoperative CT scan revealed aneurysm enlargement due to a distal type I endoleak. On (B)(6) 2025, a reintervention was performed, and an additional stent graft was implanted distally. The endoleak was successfully resolved. It was reportedly due to device undersizing and an insufficient sealing length of the distal neck.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. Device selection: strict adherence to the gore® tag® conformable thoracic stent graft IFU sizing guide is required when selecting the appropriate device size. The gore® tag® conformable thoracic stent graft is designed to be oversized from 6 to 33%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range may result in endoleak, fracture, migration, device infolding, or compression. Indications for use: isolated lesions in patients who have appropriate anatomy, including: = 20 mm non-aneurysmal aorta proximal and distal to the lesion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.